Event description:
It was reported that a (B)(6) obese, female pt was being treated on a rotoprone therapy system for acute respiratory distress syndrome (ards) and respiratory failure following a gastric bypass. The admission diagnosis was acute nausea, vomiting, and pain after food bolus impaction, aspiration pneumonitis; ards and sepsis. On (B)(6) 2010, it was reported that the doctor was notified that the pt was having difficulty ventilating that was recovered with bronchoscopy and managing "boggy balloon" on the tracheostomy tube. Pt was brought from the prone position to supine for diagnostic chest x-ray. According to the medical records the problem with ventilation could have been contributed to by construction under the upper chest buckle. In order to get a chest x-ray the clinicians intended to open the buckle, which was difficult to open. The x-ray was performed with the buckle fastened; pneumothorax was diagnosed and a chest tube inserted to resolve it. The physician stated that this procedure was delayed 40-60 minutes due to buckle not releasing. Subsequent to the intervention, the buckle was cut by the facility and replaced by kci personnel. The pt was returned to prone, but had difficulty ventilating which required manual bagging. The pt's condition stabilized subsequently, she remained stable for 1.5 hours. No further issues with the bed occurred.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2010 and met specs. The bed was placed with the pt on (B)(6) 2010. The buckle was cut and replaced at the healthcare facility then returned to kci quality engineering for eval. Testing of the buckle concluded that the buckle button releases.